Manufacturer narrative:
Reported device not marketed in the u.s., however similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device resisted within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Patients had gastric carcinoma. Postoperatively, the patient showed an anastomotic leak between stomach and the esophagus. On wednesday a diagnoses and a decision was made to treat it with eso-sponge. Friday morning, the first treatment with eso- sponge, was told by the doctor, the disease has progressed vastly. In the meantime, findings on friday, the insufficiency cavity was much more extensive, than on wednesday. A 13mm overtube and a pump wasn used. On friday evening, the patient showed massive bleedings. The bleeding ran all over the abdominal and the drainage was located in the pump as well. In the cause of the heavy bleedings, the patient past away on friday evening. No dates were given. The surgeon evaluated, that from his sight, eso-sponge was the only chance to solve this problem. The patient would not have overcome a re-operation. Due to the fact, that the patient passed away, this will be traced back to the heaviness of the clinical evidence/findings and the bad condition of the patient himself at that time. If the sponge would have been placed, most presumably the bleeding would most presumably have occurred one or two days later. The surgeon does not blame eso-sponge for this issue.

Manufacturer narrative:
(B)(4). The incident reported in this medwatch report occurred in (B)(6); the item involved is manufactured by bbraun surgical (B)(4) and was incorrectly reported to be manufactured by aesculap (B)(4). This item is not marketed in the united states. The report was submitted due to human error related to determination of reportability. There are no similar products marketed in the united states. Removal from the maude database was requested on 01/06/2016. Request was denied on 01/15/2016. It was recommended that a follow up report be submitted with information entered into this section.